Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient experienced a vibration sensation that was believed to be associated with this right atrial (ra) lead. The patient had a history of prior lead repositioning and subsequent lead replacement for similar reported sensations. Following the most recent lead replacement, the reported sensation had largely resolved but was noted to have returned following a recent fall. Based on the reported symptoms, the physician elected to explant the ra lead. The atrial port was plugged with a port plug and continued follow up was planned. The patient was reported to be stable with no complications. This ra lead was explanted and was not returned for analysis, since was confirmed to be disposed of. No additional adverse patient effects were reported.